Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a post-operative sleeve gastrectomy bleeding and hematoma; and had to return to theatre. There was no re-operation done, but there was a CT scan and blood transfusion of 2 units of blood. During the operation, there was no re-grasp alert but there were end tone and evidence of energy delivery. Successful seals were made before the issue occurred. Bleeding ceased on its own and no surgical intervention was required. The patient is okay and was discharged.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a post-operative bleeding and had to return to theatre.